Event description:
It was reported that the ventricular assist device (vad) exhibited high watts. The patient was subtherapeutic in palliative care, awake and understood possible outcomes. It was noted that the patient had driveline (dl) infection issues with extensive bleeding from the dl site which required reversal of anticoagulation that resulted in a thrombus. The patient later expired.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) ((B)(6)) was not returned for evaluation. Four (4) batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries passed visual inspection and functional testing; the batteries discharged as expected. Internal inspection of the batteries did not reveal any anomalies. As a result, the reported batteries not charging event was not confirmed. Log file analysis revealed several sustained increases in power consumption beginning since 06/may/2023 leading to parameters above the normal operating range and seventy-nine (79) high watt alarms were logged since 09/may/2023. Review of the alarm log file revealed one (1) critical battery alarm involving (B)(6) recorded on 01/may/2023 at 03:59:05 due to the patient allowing the battery to deplete below 10% relative state of charge (rscoc). Log files the revealed that the batteries lasted less than two (2) hours when in use since 06/may/2023. During these periods, the pump exhibited high power consumption. Review of the alarm log file revealed three (3) critical battery alarms were logged on 02/jun/2023. One (1) critical battery alarm involving (B)(6) was logged on 02/jun/2023 at 03:53:45. The data point prior to the alarm revealed that (B)(6) was at 17% relative state of charge (rsoc). During the alarm, the battery discharged to 9% rsoc. Two (2) critical battery alarms involving (B)(6) were logged on 02/jun/2023 at 17:24:32 and 17:25:08. The data point prior to the alarms revealed that the battery was at 20% relative state of charge (rsoc). During the alarms, the battery discharged to 9% rsoc. During the second critical battery alarm involving (B)(6), the battery's rsoc value was logged between 202-220, indicating the battery was disconnected and reconnected following critical battery alarm at 17:24:32, likely due to troubleshooting of the alarm. It is likely this was perceived as the reported "battery capacity above 100%". As a result, the reported high power, critical battery alarms, battery capacity event, and battery power consumption events were confirmed. Information received from the site indicated that, in addition to the reported high power, the patient was subtherapeutic in palliative care, awake and understood possible outcomes. It was noted that the patient had driveline (dl) infection issues with extensive bleeding from the dl site which required reversal of anticoagulation that resulted in a thrombus. The patient later expired. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use rod is dependent on the controller and vad operating power consumption. Considering that the pump's power consumption was significantly above normal operating range on the reported event date, it is expected that the battery will be able to provide power to the controller for a shorter period of time. Based on the available information and risk documentation, a possible root cause of the reported battery power consumption issue event can be attributed to the increased power consumption required by the vad running at high power, resulting in the batteries providing power to the controller for a shorter period of time. The most likely root cause of the critical battery alarms can be attributed to the batteries allowed to deplete below 10%. The most likely root causes of the "capacity above 100%" can be attributed to the battery being disconnected and reconnected, likely due to troubleshooting of an alarm. Based on the available information and historical review of similar events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, infection, device thrombus, bleeding, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that this patient had a history of infection and thrombus. Possible factors that may have led to this event include, but are not limited, to the reversal of their anticoagulation medication or other issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course, the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: battery d4: serial#: (B)(6), d9: yes, return date: 14-aug-2023 h3: yes dev rtn to MFR? Yes d1: battery d4: serial#: (B)(6), d9: yes, return date: 14-aug-2023 h3: yes dev rtn to MFR? Yes d1: battery d4: serial#: (B)(6),d9: yes, return date: 14-aug-2023 h3: yes dev rtn to MFR? Yes d1: battery d4: serial#: (B)(6), d9: yes, return date: 14-aug-2023 h3: yes dev rtn to MFR? Yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2023 / serial #: (B)(6), UDI #: (B)(4), d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 14-dec-2022 h5: no h6: patient ime code(s): e0514, e0506, e1906 h6: imf code(s): f02, f23 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2023 / serial #: (B)(6), UDI #: (B)(4), d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 14-dec-2022 h5: no h6: patient ime code(s): e0514, e0506, e1906 h6: imf code(s): f02, f23 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2023 / serial #: (B)(6), UDI #: (B)(4), d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 14-dec-2022 h5: no h6: patient ime code(s): e0514, e0506, e1906 h6: imf code(s): f02, f23 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2023 / serial #: (B)(6), UDI #: (B)(4), d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 14-dec-2022 h5: no h6: patient ime code(s): e0514, e0506, e1906 h6: imf code(s): f02, f23 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the vad exhibited above normal power consumption and high watt alarms. It was also reported that four batteries were not charging and exhibited a critical battery alarm. It was stated that the high wattage over a prolonged period of more than twenty-four hours was draining the batteries prematurely. Logfile review indicated that four batteries were not lasting longer than two hours. Log file review also indicated that one battery critical battery alarm showed a capacity above 100%, and the log file report did not provide this information. The batteries were removed from service.